Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (handle assembly, and ligator housing) was analyzed, and a visual evaluation noted that the ligator housing returned with four bands attached, some of them were moved and overlapped. The suture thread was fully unfolded from the ligator head and still had the four bands attached. The handle slot did not show insertion marks of the trip wire. The suture thread was in good condition and contained the seven knots. The ligator housing teeth were bent/damaged. The suture hole of the ligator housing was in good condition. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the suture thread was fully unfolded from the ligator housing, and the ligator housing still had four bands attached. Some bands were moved and overlapped. This suggests that the device could not deploy the bands. It was also found that the ligator housing teeth were bent and the trip wire was not secured to the handle slot. A labeling review was performed and based on the condition of the returned device; this device was not used per the instructions for use (IFU)/product label as the trip wire was not secured. The IFU states "secure trip wire in slot on handle unit." These condition, bent ligator housing teeth and unsecured trip wire, indicates that an incorrect application of tension to the trip wire at the time of deployment may have caused the reported event. Due that the trip wire was not secured, it is possible that it had slipped inaccurately, moving the bands from their position, overlapping them as if twisting them. Based on the available information and the analysis of the returned device, the most probable root cause of this complaint is failure to follow instructions due to problems traced to the user not following the manufacturer's instructions.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastroduodenoscopy (egd) with varicose ligation procedure performed on (B)(6) 2023. The ligator was placed correctly. During the procedure, "the ligator did not work." It was checked again; however, "it did not perform its function." The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts. The reported event may suggest that the bands were unable to deploy.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastroduodenoscopy (egd) with varicose ligation procedure performed on (B)(6)2023. The ligator was placed correctly. During the procedure, "the ligator did not work." It was checked again; however, "it did not perform its function." The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts. The reported event may suggest that the bands were unable to deploy.